Event description:
It was reported that stent damage occurred. A 28 x 2.50 rebel stent was selected. During unpacking of the device, it was noted that the stent had deformation. The device was never used in the patient. The procedure was successfully completed using a 2.50x20mm rebel stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system with no other devices. The balloon was tightly folded. The stent was secure between the markerbands. There were three rows of stent struts in the middle of the stent that were bunched and overlapping. There was no damage noted on the shaft/hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 2.50 rebel stent was selected. During unpacking of the device, it was noted that the stent had deformation. The device was never used in the patient. The procedure was successfully completed using a 2.50x20mm rebel stent. No patient complications were reported and the patient's status was fine.